Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 6.4 mmol/l. The caller stated that the alarm occurred 2 weeks prior but it had gone away on its own. It was observed that the insulin pump may have been exposed to sweat. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator noted. Insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis had been completed. No conclusion can be drawn at this time.